Manufacturer narrative:
Results and conclusions: product performance engineering reviewed the incident information. Restenosis is a known risk of coronary stenting procedures, and is listed in both the us vision instructions for use and the risk assessment. Without information about the original procedure, it is not known how the circumstances of that procedure or the device quality may have contributed to the restenosis. A definite root cause for the restenosis cannot be determined.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: none. It was reported that in-stent restenosis was found in the vision stent. Another company's balloon was used to treat the restenosis, but no stent would cross. There were no patient effects reported. No additional event or patient information is available.